Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6), one (1) monitor ((B)(6)), and one (1) controller ((B)(6)) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. No performance allegations were made against (B)(6). Of note, the available controller log files contained data from a different controller and patient. As a result, the reported low flow, data transfer issue, and red battery alert events could not be confirmed due to insufficient data. Based on review of risk documentation, a possible root cause of the reported data transfer error can be attributed, but not limited, to incorrect parameter settings, software corruption, communication error to the controller, and/or memory failure. Based on the limited information available, possible root causes of the monitor red battery alert can be attributed to critical battery alarm and/or a communication error between controller and the battery. Based on the limited information available, the device may have caused or contributed to the low flow event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine clinic visit an attempt to update the controller and monitor information as previous log files were in accurate. The monitor used was not working correctly and repeatedly displayed a red battery alert. Previous log files were found to be inaccurate, showing the wrong hardware serial number, wrong controller number, and incorrect date. During an attempt to update the controller and monitor information, the monitor malfunctioned again during data download. Vad logs and new log files were submitted and reviewed during the clinic visit. Despite reprogramming the controller information, the report continued to display outdated and incorrect details. A new monitor was used for subsequent data downloads. The vad remains in use, and the monitor was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - monitor d4: model#: 1520 / catalog#: 1520 / expiration date: / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.